Event description:
Complications: inferior migration of second stent after deployment with stent fragmentation during percutaneous retrieval.procedure/findings: the patient was placed supine on the fluoroscopy table. The patient's right groin was prepped and draped in the usual sterile fashion. Ultrasound guidance was used to access the right common femoral vein. After administering local anesthesia, a 7-french vascular sheath was placed over a short 0.035-inch wire. A 5-french catheter and an angled glidewire were used to navigate the inferior vena cava and superior vena cava. Contrast venography within the superior vena cava demonstrated a long segment superior vena cava stenosis extending from the inferior aspect to the azygos vein, and superior vena confluence to the level of the superior vena cava/right atrial junction. The azygos vein was markedly distended. The catheter was then removed over another guidewire. This involved placement of a long 8-french vascular sheath. At this time, the area of stenosis was pre-dilated with a 10-mm x 4-cm balloon to low atmosphere inflation (8 atmospheres). The balloon catheter was exchanged for a stent (14 mm x 40 mm). This was deployed under direct fluoroscopic visualization, just inferior to the confluence of the superior vena cava and azygos vein. This was post-dilated up to 10mm with a 10mm x 40mm balloon to 8 atmospheres. A control angiogram demonstrated excellent flow and patency of the stent, with preferential filling of the superior vena cava and noticeably diminished visualization of the azygos vein. There was a small, approximately 1.5-cm length stenosis extending from the inferior aspect of the stent to the superior vena cava/right atrial junction. At this time, a second stent (luminexx 14-mm x 20-mm) was advanced under fluoroscopic visualization and positioned with approximately 40% overlap within the existing stent. This was deployed under fluoroscopic visualization, with approximately 40% overlap. However, there was immediate inferior migration of the stent into the right atrium. The 8-french sheath was exchanged for a 12-french vascular sheath over the guidewire. The wire remained positioned within the high superior vena cava/right internal jugular vein. A 6-french 30mm gooseneck snare was advanced with snare loop over wire technique. This was used to grasp the luminexx migrated stent so that it was retracted into the inferior vena cava, and ultimately the right common iliac vein. The snare was repositioned on the luminexx stent and partially collapsed. Attempted removal through the vascular sheath resulted in fragmentation of the stent. Portions of the stent were removed in a piecemeal fashion. Small fragments of the stent did migrate into the deep right pelvic veins and rightward oriented hepatic vein. A final control angiogram, with the catheter positioned in the superior vena cava demonstrated preserved patency and excellent flow through the stent into the right atrium. There was no appreciable filling of the azygos vein. The catheter and vascular sheath were removed. Hemostasis was achieved at the right groin with manual pressure, and a sterile dressing was applied. The patient tolerated the procedure well and no immediate complications were noted.